Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs showed the freestyle lite test strips and freestyle lite meter passed all tests prior to release. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. Tripped trend reports were reviewed for freestyle strips for the last year. The review did not identify any trends that would indicate any product-related issues related to this complaint. If the product is returned, the case will be re-opened, and a physical investigation will be performed all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a high reading when using the adc meter and a "possible port contamination". The customer obtained a 303 mg/dl and self-treated with insulin (dose unknown) based on the adc meter results. On (B)(6) 2020, the customer was hospitalized for the duration of 2 days and treated with glucose drip for hypoglycemia. There was no report of death or permanent injury associated with this event.